Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10 d4: UDI# (B)(4) complaint is confirmed through visual inspection. Visual inspection of the returned femoral impactor pad exhibits signs of repeated use (nicked or gouged) and it is fractured. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial knee surgery. It was reported that persona cr black femoral impactor was blocked, cracked during trialing. No delay was happened. Persona secondary femoral impactor was used to complete surgery.